Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he dropped his insulin pump and he has a black line on the pump. Troubleshooting was performed and customer stated that the display did not return to normal. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The insulin pump had cracked case at display window corner, belt clip slot and minor scratched display window.